Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic colonoscopy with polyp removal procedure, where slings where used to burn (20-21 watts), the output reportedly suddenly turned up to 97 watts leading to a perforation of the intestines. As a result, the intended procedure was prolonged by approx. 1.5 hours but could then be completed using the same set of equipment. The patient recovered well and was discharged the following day. The user reported to always have used the correct pedal of the footswitch.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) hamburg, germany (received at the rrc on 2022-09-06). A periodic safety check (psc) was performed with the hf generator. No defect, failure or malfunction could be determined and the generator was evaluated to meet the specification. Thus, the exact cause of the reported phenomenon and the patient¿s outcome could not be conclusively determined and is being judged as unknown. However, based on the information available, it is assumed that the incident may have been caused by user error. For example, in bipolar coagulation/rfcoag mode, the device measures the output power and the display shows the actual power output and not the power level that is set. Assuming that the user had activated this mode, a change in the level display during activation would therefore be the normal behavior of the device. Or, the user may have unintentionally pressed the middle key of the foot switch. Depending on the unit¿s configuration, the esg-100 then switches either between two different coagulation modes (standard) or between cut and coagulation. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.